Event description:
It was reported the patient experienced positional pain, and also experienced increased pain whenever he sat down. The issue(s) resolved when stimulation was turned off.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.